Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the provided photo confirms that the impactor body fractured. The device was manufactured in 2017. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible probable causes could be due to the heating and cooling associated with autoclaving or prolonged use. This failure mode has been previously identified. A design change has been implemented to reduce/eliminate this failure mode from recurrence. This device was manufactured prior to these corrective actions. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, while performing the fest test, the impactor broke when impacting with the hammer. Impactor was not in contact or inside the patient. No delay. Backup device available. No impact or injury to patient reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.